Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) ventricular capture management feature provided incorrect threshold information with subsequent automatic adjustment of the output resulting in outputs being less than threshold values. The ipg remains in use. No patient complications have been reported as a result of this event.